Event description:
It was reported that a possible perforation occurred during implant of the right ventricular (rv) lead. A pericardial effusion was also noted. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.